Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient receiving 30 mg /ml of bupivacaine at 15.581 mg/day and 7.5 mg/ml of dilaudid at 3.8952 mg/day via an implantable pump for chronic low back pain and spinal pain. It was reported a motor stall was seen upon interrogation and the patient had not had a magnetic resonance imaging procedure (MRI). The motor stall occurred on (B)(6) 2018 with no electromagnetic interaction (emi) or magnetic interaction. The motor stall was active at the time of the report (B)(6) 2018. It was reported the pump would be replaced (B)(6) 2018 and the hcp wanted to make sure a rep was present for the replacement. The hcp was redirected to the answering service to page a rep. No symptoms were reported. Additional information was received from the rep on (B)(6) 2018. The rep was on their way to pump replacement. The rep requested device registration information and product compatibility information. It was reported the catheter may be revised during the pump replacement. It was reviewed to have the device returned to the manufacturer for analysis. Priming scenarios and dosing considerations were also reviewed. No further complications were reported or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep (B)(6) 2018. The rep confirmed the pump was replaced on (B)(6) 2018. No actions were taken surgically with the catheter during the pump replacement. It was not determined what caused the motor stall. The rep had possession of the device and planned to return the pump to the manufacturer for analysis. The patient's weight was unknown. It was indicated the information provided had been confirmed with the physician/account.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the upper shafts of the rotor magnet and gear number two. Wearing was also identified on the lower shafts of gear number one and gear number two. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer.